Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with inflammation of the left eye four days following lasik treatment. The patient reported blurry vision, dry eye and light sensitivity. The topical steroids were increased. Additional information is requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.